Event description:
It was reported that when using the bd pyxis¿ medbank mini was unable to issue medication and displayed a message stating that the drawer would not open. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, april 26, 2021, and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the user unable to issue medications. A customer called to technical support specialist (tss) had reported being unable to issue medication because the drawer would not open. Tss guided the client to log out completely, and once the user signed back in, they were able to issue medication successfully. The system functioned as intended after the technical support troubleshot the device.